Manufacturer narrative:
Device is a combination device.

Event description:
Reportable based in device analysis completed on 13-sep-2018. It was reported that crossing difficulties were encountered. The 80% target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery and was 24mm long with 3.5mm reference vessel diameter. A 3.50x24mm promus element drug-eluting stent was advanced, but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed a visual examination of the stent found that distal stent strut rows 1-2 and distal stent row 9 were damaged. The undamaged proximal section stent od (outer diameter) was measured using snap gauge and the result was 0.0450", this is within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.